Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On the same day, the patient began treatment for peritonitis with injection vancomycin ip-intraperitoneally (1 gm, once in four days) and amikacin (250 mg, ip, once a day). The outcome of the peritonitis was not reported. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as complaints (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.